Manufacturer narrative:
(B)(4). Date sent: 09/05/2025 b3: unknown d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? => unk. If yes, were the staples formed properly? => unk. If yes, was the staple line complete? => the staple line, which was about 60% advanced, was no problem. Did the device cut? => unk. If yes, was the cut line complete? => unk. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? => unk. Was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => the manual override lever was used to release the device. If yes, did the jaws eventually open? => the manual override lever was used to release the device. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during a partial pneumonectomy, it was waited about 30 seconds after clamping, and performed a pulse firing. The motor sound was short, and it was activated only at the moment of the firing trigger was grasped. After that, a fire by hold-down was performed instead of pulse firing, but it was still activated only at the moment of grasping. Recognizing this as a defect, the home button is pressed, but it still does not activate. (The device was making motor sound even though nothing was being touched.) Only the battery was replaced with a new one, and the home button is pressed, but it still does not activate. The manual override lever was used to release the device. The staple line, which was about 60% advanced, was no problem. After replacing it with a new one, the surgery was completed without any problems. The sales rep attended the surgery. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. One ech45c and one gst45d will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. D4: batch #a9744a. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received partially fired 4/5. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of non specific noise, would not knife home, difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9744a, and no non-conformances were identified.